Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. Blood glucose was 95 mg/dl. The customer resolved the issue by reloading the cartridge.